Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient lost effective coverage due to the right l3, left l5, and right l5 leads migrated epidurally. The patient was also experiencing discomfort at the ipg site while driving. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the leads and ipg were explanted and replaced to address the issue.